Event description:
Customer reported a light anesthesia case. There was no reported patient injury. Investigation/conclusion: datex-ohmeda service representative performed a checkout of the equipment and confirmed the vaporizer had output low to manufacturer's specifications. The facility, however, would not release the vaporizer for investigation. Further investigation into the reported complaint cannot be undertaken until an investigation of the unit is performed. A follow-up report will be submitted if the facility releases the vaporizer at a later date.